Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the therapy had not worked for the patient since implant, and that there was a malfunction with the ins. The patient stated that they think they have nerve damage from a car accident they were involved in in (B)(6) 2014. The patient also stated that they had had bladder infections / urinary tract infections (utis) since implant. The ins was revised on (B)(6) 2016, and the patient had completely recovered from the surgery. No further patient complications are anticipated or expected as a result of this event.